Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) was completed. The reported problem; (therapy electrodes non-functional) was confirmed. Upon receipt, the belt failed incoming functionality testing. Upon investigation, the front pulse wires were not soldered together inside the distribution node. The root cause of the un-soldered pulse wires was an assembly error. An internal corrective action has been issued. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor contacted zoll to report that the therapy electrodes on electrode belt sn (B)(4) were non-functional.